Manufacturer narrative:
The impella device was discarded by the customer and therefore,an evaluation of the device was not possible. The root cause was determined to be vessel condition. Instructions for use for the related event are as follows: ¿potential adverse events (united states) arrhythmia, atrial fibrillation, bleeding, cardiac tamponade, cardiogenic shock, death, device malfunction, hemolysis, hepatic failure, insertion site infection, perforation...¿ ¿cautions. Physicians should exercise special care when inserting the impella catheter in patients with known or suspected unrepaired abdominal aortic aneurysm or significant descending thoracic aortic aneurysm or dissection of the ascending, transverse, or descending aorta.¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 64-year-old male who had decompensated post mitra-clip procedure was implanted with an impella 5.5 device for mechanical circulatory support. The impella 5.5 met resistance in the clavicular area during attempted delivery. Multiple attempts were made until it was discovered that the right axillary/subclavian artery had a dissection. It was unknown when the dissection occurred. Due to the noted issue, the delivery was aborted and the site was closed. No further intervention was completed for the dissection as the medical doctor hoped the blood flow would propagate the dissection.